Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 12019. The patient¿s mother stated when she removed the sensor from the patient, she noticed a bump at the wire insertion site. The patient was then seen by her physician on (B)(6) 2019, who advised that there was no immediate concern, the patient had experienced a negative reaction to the needle insertion, and the site should be monitored closely. No other medical intervention was involved. At the time of contact the patient was doing okay. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.